Event description:
The customer called stating that the meter has quite working. The meter would come on and turn off. After new batteries were installed, the meter will not even come on. An offer was made to assist in troubleshooting. The batteries were removed and then reinserted into the meter. The meter came on, but apparently there were segments missing in the display. It was determined that several segments were missing in the hundreds, tens and units position. A request was made to return the meter for eval. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.